Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across the cervical lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported event of impedance abnormal was confirmed. As received, the penta lead stim end segments did exhibit internal broken wires when verified visually. Broken wires could result in impedance issues as reported.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.